Event description:
It was reported the patient's charger gets hot itself when plugged into the wall. (Not a pocket heating while charging ipg). A replacement charging system was sent to patient to address the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.